Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low bipolar impedance and an insulation breach. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.